Manufacturer narrative:
Evaluation results as received from howmedica leibinger gmbh indicates this event would not be associated with the device but rather would be related to user technique.

Event description:
The reporter indicated that the mechanical parts "are deflecting." The MFR remarked that this probably means that the mechanical part built into the body/case of the handpiece is showing an "unbalance". The reporter did not indicate whether this event occurred during a surgical procedure.